Event description:
It was reported the patient experienced a prolonged tachyarrhythmia which was not terminated by the device, despite proper detection and all therapies delivered. The patient received cardiopulmonary resuscitation by spouse and paramedics. The physician decided to explant the entire system and a cardiac resynchronization therapy defibrillation system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analyzed. No anomalies were found. Performance data were also collected from the device and analyzed. The ventricular short interval count was 94.3 counts average per day in 1.62 days between (B)(6) jul 2012. Evaluation summary (B)(4): the full lead was returned in segments. No anomalies were found. The defibrillation conductor and several conductors were distorted. There was blood/body fluid (not obstructed) on all conductors. There was a fracture (overstress) on the defibrillation conductor. The outer insulation was torn and had a cosmetic depression. The outer tubing overlay was breached cut. The lead was stretched. Visual analysis noted there was apparent explant damage.